Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight, opening, crease flat, brown particles in the surface of the shell and wear abrasion. A microscopic analysis was performed which identify an opening striated in the posterior side, broken striated in the anterior side a missing piece of the shell. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. Three striated edge broken on anterior side assessed as surgical damage. Missing piece of the shell assessed as inconclusive. The event of capsular contracture (baker grade unknown) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Healthcare provider reported "preventative replacement" and capsular contracture (baker grade unknown) for the right side. Device has been explanted.